Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to close. A field service engineer (fse) removed the rear panel, a red slider was discovered in a partially open position. The fse manually pushed the slider closed, allowing pharmacy staff to recover the failed drawer. The customer verified that the station was functioning normally. The fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.